Event description:
A report was received that the patient has a suspected infection. The patient will undergo a system explant.

Event description:
A report was received that the patient has a suspected infection. The patient will undergo a system explant.

Event description:
A report was received that the patient has a suspected infection. The patient will undergo a system explant.

Manufacturer narrative:
Analysis of ipg sc-1132 s/n (B)(4): device evaluation indicated that the ipg passed visual, and performance tests performed. No complaints about the functionality of this device were reported. The ipg exhibits normal device characteristics. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Analysis of leads sc-2366-50 s/n (B)(4): visual inspection revealed that the leads were cleanly cut. The damage to the leads is consistent with damages done during the explant procedure and it is not considered a failure. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Analysis of clik anchor sc-4316 lot #'s 17279175 & 17241727: visual inspection revealed the anchors exhibited normal device characteristics and each anchor had one eyelet torn through. Both anchors were missing a small piece of silicone. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The pieces of silicon were removed from the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 leads 50cm. Additional information was received that the symptoms of the infection were fever, pus and redness. The suspected location of the infection was the patient's forearm skin wound that was caused in the hospital. The patient was given antibiotics.